Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the lower case and side bail covers are broken. It is noted the keyboard is scratched.

Event description:
It was reported the device failed sensitivity test. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.